Manufacturer narrative:
Additional information the returned pump was evaluated and visual examination of the pump'' blood contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead (lead) was returned cut approximately 2 inches from the pump housing and an additional adjacent lead segment measuring approximately 11.5 inches in length was also returned. Upon removal of the outer silicone sleeve, severe breakdown of the metal braided shield was observed between the nipple of the pump housing and approximately 6 inches from the pump housing. Electrical continuity testing of the returned portion of the lead extending from the pump housing revealed that all wires were electrically intact; however, continuity testing of the 11.5 inch section of the lead revealed that the red wire was open circuit. A complete fracture of the red wire could be visualized through the clear bionate layer at the terminus of the pump end bend relief, or approximately 2.5 inches from the pump housing. Electrical continuity testing also revealed an intermittent discontinuity in the brown wire when the lead was manipulated in the area of the fractured red wire. Visual inspection of the underlying wires under a microscope found that the inner conductors of the brown wire were visibly fractured inside the intact insulation at the terminus of the pump end bend relief. The observed damage to the red and brown wires in this location appeared to be the result of fatigue failure due to repetitive flexing of the lead in this area. Further examination of the returned portions of the lead revealed breaches in the orange and brown wire insulation adjacent to the nipple of the pump housing. Additional breaches in the green and orange wire insulation were found at approximately 1.5 inch and 2.25 inches from the nipple of the pump housing, respectively. High potential testing of the lead segments confirmed that the inner metal conductors were exposed in the areas of the insulation breaches. The observed wire damage in these locations appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump stoppage events. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two compromised wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power as recorded in the submitted log file. In addition, the fractured conductors of the red and brown wires would have caused the report of driveline fault alarms recorded in the log files. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced percutaneous lead replacement was reported under medwatch MFR report# 2916596-2015-01278. Approximate age of device ¿ 4 years. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that patient received two different alarms on the morning of (B)(6) 2016 while the lvad system was connected to the power module. Device interrogation showed two pump stoppages. The patient changed to, and remained on, battery power with no further alarms. While at the clinic the same day, the lvad was connected to the power module and the customer was unable to duplicate the alarm. Historically, the patient had an external percutaneous lead repair in (B)(6) 2015. For an unspecified period of time, the patient was being monitored on a weekly basis for continuous driveline fault alarms. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer's technical services representative for review. Five pump stop events were captured on (B)(6) 2016 while the system was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. It was also observed that the log file displayed strings of driveline fault alarms during the approximate 32 day length of the file. X-ray images of the percutaneous lead revealed one area of concern internal to the patient. Two ungrounded power module patient cables were provided to the patient for use with the power module. On (B)(6) 2016, the patient reported that alarms had occurred while the system was on battery power. Review of the device history showed a pump stoppage. The patient was admitted to the hospital. Technical services reported that the log file contained no other pump stop events between the last reported pump stop event on (B)(6) 2016 and the most recent one on (B)(6) 2016. It was reported that the patient was doing fine. On (B)(6) 2016, the patient underwent a pump exchange.